Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a paroxysmal atrial fibrillation procedure one farawave was selected for use. Catheter flushing appeared normal. However, it was observed that the flush port on the catheter began leaking, the leak was directly from the flush port on the catheter. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.

Event description:
It was reported that during a paroxysmal atrial fibrillation procedure one farawave 31 mm was selected for use. Catheter flushing appeared normal. However, it was observed that the flush port on the catheter began leaking, the leak was directly from the flush port on the catheter. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Device technical analysis: upon device return and inspection, it was observed that the flush luer detached from the flush port.